Event description:
Event #1 [redacted date]: the cap at the end of the ivus catheter was broken and unusable. The catheter was removed and replaced without incident. There was no patient harm. Clinical site notified the manufacturer rep directly. Lot# 31580663. Event #2 [redacted date]: after placement into the patient, the ivus image was dark; of poor quality. The catheter was removed and replaced with no harm to the patient. Clinical site notified the manufacturer rep directly. Lot# 31420945. Event #3 [redacted date]: the image was very grainy and blinking on and off. The catheter was removed and replaced without incident or harm to the patient. Clinical site notified the manufacturer rep directly. Lot# 31418797. Event #4 [redacted date]: during prep the md was unable to return the red hub to the sled. The catheter was removed and replaced with a new catheter. Clinical site notified the manufacturer rep directly. Lot# 31204796. Manufacturer response for coronary imaging catheter, opticross hd coronary imaging catheter (per site reporter), clinical site notified the manufacturer rep directly.